Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3886, lot# j0214050v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Internal review reported that the device was implanted after its use by date. Relevant medical history included urinary dysfunction/sacral nerve stimulation. No follow-up was required.